Event description:
During insertion of the plate system, the surgeon experienced difficulty fixating the plate to the anterior surface of the cervical spine. Routine cervical x-rays taken two days postoperative revealed that the inferior screws had pulled out of the vertebral bone and the inferior portion of the plate had lifted off the spine. Revision surgery confirmed the x-ray findings and the plate system was removed.